Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the department of neurosurgery and the department of general surgery, (B)(6) affiliated to fudan university, used smartsite connectors to connect pre-filled, three-way, and infusion screws from (B)(6) 2025. The infusion channel dividing membrane could not be opened normally, causing the operation to fail. In the two departments, the number of smartsite connectors with problems exceeded 30. During the nurse's operation, choose to replace the smartsite connector with a new one from the same batch, or change the prefilled brand. In the end, the smartsite infusion channel dividing membrane still could not be opened. The department ultimately chose other brands of connectors as replacements.

Manufacturer narrative:
B.3. The event date is unknown; bd awareness date has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
[Please confirm how the failure was discovered? ] clinical visit, customer feedback discovered the connector failure during operation. [Please confirm whether the failure was detected during filling or during infusion. If during infusion, how long did the infusion take?] It was discovered during the filling process. A new connector was used and the problem was discovered during connection. [Please confirm whether there is any obvious damage on the device, such as cracks, flashes or piston deformation?] There is no obvious damage. [Please confirm what was being infused at the time of the incident?] Saline.

Manufacturer narrative:
Additional information in section b. Investigation result: a 2000e china sample was not available for investigation. The customer reported that the affected sample was from lot 24025569 and that on thirty units "failed to operate due to the failure of the infusion pathway segmentation membrane to open properly". As part of the investigation, the customer provided a video which showed an unknown syringe connected to the smartsite, which could not be flushed. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, without any samples to examine it has not been possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience; however, previous reports of this nature have been related to raised features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.